Event description:
The patient developed secondary hydrocephalus after a brain tumor at the age of 10 in 2012, and a polaris valve was implanted. In early 2026, the patient began to have persistent headaches. Shunt malfunction was suspected. The cause of the shunt malfunction is suspected to be obstruction inside the valve.